Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to pain. Intra-operatively, the stem was found to be loose, but the surgeon decided to replace the whole construct. A size 3 accolade ii stem, 36 + 2.5mm ceramic head, neutral 36d liner, and 50d tritanium shell were replaced with competitor devices. Rep confirmed that he can provide pictures, but otherwise no further information will be released by the hospital or surgeon.